Manufacturer narrative:
The device was not returned for investigation. It is believed there was no device failure. Based on the description of the complaint submission, post procedure angiogram showed complete occlusion proximal to access site. A surgical cut down performed that showed the manta correctly positioned and intact. Additionally, concentric plaque was present and extended down into the sfa, and multiple dissections with a dissection flap completely occluding the sfa. Dissections are a common large bore procedural complication. The surgeons alleged that the dissections occurred prior to the manta deployment; therefore, this adverse event would not be related to the manta deployment. The device history record was reviewed, and no non-conformities were identified.

Manufacturer narrative:
An investigation has been opened and is in process to review the device history record and risk documentation.

Event description:
A tavr was performed on (B)(6) 2019. The right femoral artery was used for access. Manta was deployed without difficulties. A post procedure angiogram showed total occlusion of the vessel proximal to the access/closure site. A wire was advanced from the left side femoral artery to attempt to pass the occlusion. The wire was not able to advance past the occlusion. Another angiogram now showed the occlusion distal to the access/closure site. Another guidewire was passed through and was able to reach the profunda, but not the sfa. Surgical consult resulted in a cutdown of the right side femoral artery. The manta collagen and lock were seen in position, intact outside the artery, and the toggle was visualized clearly in place inside the artery. The femoral artery was said to be "lined with concentric plaque extending down into the sfa. The artery was cleaned out and a patch graft was used to patch the artery . When attempting to close the left side access with a different closure device the post closure angiogram showed total occlusion of the left femoral artery. The surgical team planned for a surgical cut down, cleaning, and repair of the left side femoral artery.